Event description:
The customer reported being in the hospital and her sugar level was 502mg/dl. The caller stated that they gave her insulin to bring down her sugar level, and the insulin pump had a blank display. The customer mentioned that the lock on the belt clip broke when she was taking off to get the serial number. Troubleshooting could not be performed as the customer did not have a battery in the device. Advised her to revert to back up plan, but she did not have. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.